Manufacturer narrative:
(B)(4). The taperguard tracheal tube is expected to be returned for further evaluation however the device has not been received. Batch records for the lot number provided confirm that all manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation and deflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a resting time of (B)(4) hours. Once the part is visually inspected the cuff is then deflated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One endotracheal tube was received for evaluation. Visual inspection was conducted and found that the cuff presented a cut. Inflation deflation tests were performed by applying air to the cuff. During testing it was noted that the cuff immediately deflated. The customer reported malfunction was verified.

Event description:
A report was received stating that a tracheal tube's cuff experienced a leak while being used in a patient. The patient was successfully re-cannulated with a similar device on (B)(6) 2014. It was found that the patient experienced respiratory acidosis as a result of insufficient ventilation. There was no patient harm reported.